Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced supraventricular tachycardia (svt) in which this crt-d provided inappropriate anti-tachycardia pacing (atp). Technical services (ts) discussed the health care professional (hcp) discussing programming options with the physician. This crt-d remains in service. No adverse patient effects were reported. Additional information was received that this crt-d was explanted due to an unknown reason and returned to boston scientific, and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.